Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding expedium implants. Complaint form sent. On (B)(6) 2016, spoke with rep. During screw placement, pa plunged screw thru pedicle and caused internal damage to aorta. Vascular surgeon repaired damage and as of (B)(6) 2016, pt is ok and in ICU. Patient had poor bone quality. No complaint against depuy spine products. Per complaint form: during removal and replacement of left l2 pedicle screw, surgeon plunged / advanced screw / screwdriver through pedicle and entered somewhere where vascular damage occurred. Case was aborted and vascular / cardiac / trauma surgeons entered the room. Patient was stabilized and taken to ICU. There was no fault of our instrumentation / implants. They were involved in creating the issue but not the reason.